Event description:
It was reported that the patient experienced recurring incontinence following a sling procedure in 2011. The patient then had an artificial urinary sphincter implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.